Event description:
A mislabeled affiniti humeral head was identified in the field. In this particular case, the label indicated that the product was a 56 x 18 standard humeral head and yet the product inside the packaging was a 56 x 21 standard humeral head.

Manufacturer narrative:
Not at this time.